Manufacturer narrative:
The reported complaint was not confirmed. The data logs do not show any events of the flow meter from the first power up of the system, it likely failed on self test causing the 'x' to appear on the icon. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The customer tried a flow sensor from another device but still had no change. The customer rebooted the unit and then the unit worked properly. The field service representative (fsr) could not duplicate the reported complaint. Log analysis was unable to identify any issues. The flow system operated within manufacturer¿s specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, there was no flow reading and an error message ¿x¿ prompted on the screen. The flow sensor was located on the line to the patient. The customer rebooted the unit and it resolved the issue. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.